Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant beep was not confirmed by baxter personnel during product evaluation. After further investigation, the quality engineers determined the reported condition was related to the error 570:xxx. The root cause was assigned to depleted batteries due to use/user error. The batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with "constant beep." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.